Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the catheter. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The lead was able to be fully inserted and removed from the catheter with no restriction. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.